Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, h6, and h10. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty cable. Additional findings were as follows: there was a cut in the cable, and a smashed connector tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿e216 is the error that occurs when communication with a camera head fails: (instruction manual of otv-s300, chapter 10 when abnormality occurs 10.2 how to tell the abnormality and how to handle it).¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to capture additional information based on the legal manufacturer's investigation and correction to h6 (conclusion code) of the previous report. Based on the results of the investigation, the phenomenon (e216 error) occurred due to a faulty cable. The instructions for use identify verbiage regarding the cable damage that could prevent the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error e216 (scope communication error) displayed on the hd camera head when plugged into the device during reprocessing. There was no patient involvement.